Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es user had wasted medication under my items. (B)(6) removed duramorph 0.5mg/ml (10ml inj) under my items on (B)(6) 2022 and wasted 2mg under my items. (B)(6) was trying to transfer the medication to a patient but is unable to since user was wasted it already under my itemswas unable to transfer the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had wasted medication under my items and was unable to transfer the medication to a patient. A technical support specialist found the error was due to a wrong transaction performed by a user and the transaction had been recorded properly, the notice was not bogus and added that the notice had to be resolved normally even though it was not a good transaction or needed wait for it to disappear with the purge to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.